Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. Due diligence was exhausted in an attempt to obtain the serial number of the device, as well as any additional information including the final disposition of the ventilator. The customer did not respond to any communication. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator that is failing a pressure relief valve and exhalation test. No patient involvement.